Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. The leak was discovered when the tpn bag was already attached to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.